Manufacturer narrative:
This report is submitted on march 17, 2022.

Event description:
Per the clinic, the patient experienced pain around implant site on (B)(6) 2022, and subsequently was administered with oral antibiotics for one week (specific date not reported).